Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown cortex screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a revision surgery performed on (B)(6) 2016 due to broken cortex screw and nonunion of a humeral shaft fracture. The patient was initially implanted on an unknown date with a 4.5mm narrow lcp plate and an unknown number of screws. The plate and the screws, including the broken cortex screw, were removed during the (B)(6) 2016 revision surgery. There was no allegation of complaint against the plate. The patient was implanted with another 4.5mm narrow plate and screws. There was no surgical delay and the surgery was completed successfully. The patient's post-operative status is unknown. This report is for one unknown cortex screw. This report is 1 of 1 for (B)(4).